Event description:
Contact reports possible reaction to the metal of depuy spine products that were implanted in (B)(6) 2012. Patient reports having experienced back pain, bulges in back, abdominal pain, hip pain, and fatigue for approximately two months. The devices remain in the patient. No surgical procedure is planned at this time.

Manufacturer narrative:
The devices remain in the patient and are not available for evaluation. Reviews of the device history records cannot be performed as the lot codes are unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Pa reports MRI studies in (B)(6) 2012 have shown the instrumentation to be stable. Patient has reported pain at the incision site. However, examination of the incision site does not reveal redness or inflammation. Pa reports the patient is of thin build such that it is believed that inflammation would be detectable if present. No conclusions can be made. Foreign body metal sensitivity as well as allergic reaction to metal implants are listed as a possible adverse outcomes within the instructions-for-use (IFU) supplied with the device. At this time, the complaint is considered to be closed. Device remains in patient.